Event description:
A critically ill trauma patient in the ICU with liver failure, kidney failure, sepsis and dic was started on continuous renal replacement therapy on a prismaflex machine with a prismaflex m150 set. The patient was not receiving an anticoagulant in connection with the crrt; however, she was receiving sq heparin for purposes unrelated to the crrt. During the therapy, three extracorporeal circuits clotted and had to be replaced. In each case, the blood in the circuit was not returned to the patient, resulting in a total blood loss of 567 ml. The patient was hemodynamically unstable which required medical intervention and transfusion of blood products.

Manufacturer narrative:
The prismaflex m150 sets were discarded and not available for inspection. Review of the prismaflex m150 set device history record and complaint history files could not be performed since the involved lot number was not known. The root cause of the reported event remains unknown.